Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the picture would cut in and out depending on how the cable was flexed. A delay in the procedure of approximately five (5) minutes occurred as a backup avl system was obtained.